Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device forward trigger was sticking and the device would not run. It was noted there was an unknown liquid inside the device and there was corrosion on internal components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper care by immersion during cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during device testing/maintenance, it was observed that the battery reamer/drill device would not work in forward mode. According to the report, the device worked in the reverse and oscillation modes properly. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.